Manufacturer narrative:
Covidien/medtronic has not received the device/component from the customer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use on patient the e360 ventilator was not delivering ventilation to the patient. Patient was removed from the ventilator and placed on an alternate ventilator with no harm reported.

Manufacturer narrative:
The service engineer evaluated the ventilator, found that the ventilator was not functioning and observed high baseline pressure and exhalation valve was blocked then performed testing with calibrations. The ventilator passed all testing per manufacturing specification and was placed back into clinical use. If information is provided in the future, a supplemental report will be issued.